Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a log file analysis, a pump stop was captured that reflected a previous driveline disconnect not related to a known controller exchange.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the backup controller being exchanged and the clock not set alarm activating were confirmed via analysis of the submitted log files. The log file, which is associated with the patient¿s backup controller, contained events from 06july2017 to 13july2017, 22jul2021, 16feb2022 and 11mar2022; the log file also captured the date 01jan2001 while the clock was not set. The log file captured that the driveline was connected while the clock was not set and the pump operated above the set speed without any issues; this is consistent with the patient being exchanged to the backup controller. The clock not set alarm was active during this time. The clock not being set appropriately may be due to the backup battery not being properly charged when the patient was exchanged to the backup controller. Aside from the clock not set alarm, there were no atypical alarms active while the driveline was connected on (B)(6) 2001. The log file, which is associated with the patient¿s primary controller, contained approximately 19 days of data (25feb2022 ¿ 18mar2022 per the timestamp). The log file captured that the driveline was disconnected on (B)(6) 2022 at 6:48:42, which is consistent with the controller being exchanged to the patient¿s backup controller. The log file then captured the driveline being reconnected on (B)(6) 2022 at 8:11:11. The driveline being reconnected to the controller on (B)(6) 2022 indicated that the patient was exchanged to the primary controller again. There were no other notable alarms observed. The pump maintained a speed above the set speed while the driveline was connected. The patient¿s primary controller is investigated via (B)(4). Additional information provided stated that the heartmate ii system controller would not be returned for evaluation. Multiple requests for additional information were made to determine the cause of the patient being switched back to the primary controller after the patient was exchanged to the backup controller; however, no response was received. The root cause of the backup controller being exchanged could not be conclusively determined through this analysis. The root cause of the backup controller's clock not being set to the correct date and time could not be conclusively determined through this analysis. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate ii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ addresses how to properly exchange the system controllers. Heartmate ii instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. Heartmate ii patient handbook, rev. C, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files from the patient's backup controller showed mostly events from 2017 and 12 lines of current data which showed the driveline was connected and the pump operated at the set speed of 9200 rotations per minute (rpm). The log file showed that the clock was not set so it was not possible to determine how long the patient was connected to the controller. Related pump MFR #: 2916596-2022-01953.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.